Event description:
The caller said the patient (pt) had occipital leads and had good coverage, but then the pt started getting settings not available yesterday. Pt met with a representative today, and the rep saw the pt had green contacts on 0, 1, 2,7, 8, 9, and 14, but otherwise had orange contacts with high impedance values. The rep wanted to know if the source of the impedance was a lead issue or anatomical issue. Technical services (tss) discussed possible sources of the issue. The rep programmed around the impedance issue, and the pt was getting good coverage. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the cause still unknown. No actions/interventions tool place for now as she can get stimulation on some electrodes. The issue is not resolved. X ray was taken by physician on (B)(6) 2026 and confirmed leads are epidural and haven¿t moved very much.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause not determined. It was reported; programmed using other electrodes for now. Patient has good therapy now but impedances were not resolved. If they get worse, she may need a revision or replacement of lead, but nothing is planned.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# / serial# (B)(6), product type: lead; product ID: 977a260, lot# / serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator. The reason for call was caller stated that the patient had her leads replaced less than a year ago and now all of her electrodes are in the 20,000 to 30,000 ohm range and the patient was not able to turn her stimulation up with her patient controller (settings not available). Caller stated they were with the patient at the time of the call. Rep mentioned impedance issues resulting in lead replacement a year ago, (B)(4) (caller says pt's current leads are thoracic but the record referenced says leads were occipital). Pt mentioned charging issues, (B)(4). Caller confirmed reference 0 electrode showed impedances at 20-30,000ohms almost the same with reference on contacts 1, 2, and 3. Caller mentioned that patient was getting paresthesia on some contacts. Agent asked if patient had a fall or trauma that kind of prompted this and the caller said no. The last time they checked impedances were all in the thousands (more normal range) and when it was working great it was just normal. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, agent advised considering imaging of system. Caller noted some contacts when referencing 13 were >40k ohms, 11/12 pair showing 4390ohms.